Event description:
Reporter indicated that it had been determined that a patient's vns generator was at end-of-service because communication could not be established with the generator. A second programming system was used, and communication still could not be established. It was also reported that normal mode stimulation had been set to 0ma for years while magnet mode stimulation had remained turned on. It was reported that when the patient swipes the magnet he can no longer feel magnet mode stimulation. A battery life calculation estimated over 9 years remaining until end-of-service, although this calculation did not take magnet activations into account. Xrays were reviewed by the manufacturer and no anomalies were visualized and the cause for the events was not identified. Surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no anomalies visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.